Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that there was no fault found. The imaging system then passed the system checkout and was found to be fully functional. Codes b01,c19,d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that after multiple trace and touch registrations, the surgeon navigated to a known anatomical point and stated the navigation was off by up to 1cm. Both the CT and mr had off registrations, it was noted that the patient was positioned in supine with the head rotated to the right "extreme sideways" for left temporal biopsy. The surgeon commented that "points on the right, didn't seem like they were on the head, like they were hovering above". The surgery and use of the navigation system was aborted and the surgery was rescheduled. There was a patient involved and the issue caused a delay of less than 1 hour. Additional information was received, there was no impact on the patient outcome.

Manufacturer narrative:
D9/h2/h3/h6: logs and archives were received and analyzed. Logs captured that the site did multiple trace registrations on the date of the issue but provided insufficient information to determine root cause of the reported behavior. One magnetic resonance imaging (mr) exam was loaded with the warning "not optimal for stealth". The site merged all the exams by taking the computed tomography (CT) as a reference and the merge looked accurate. The site did 2 trace registrations by collecting a good amount of trace points on the nose and forehead with an accuracy metric of 1.4mm and 1.1mm respectively. The site collected more trace points (2000+) for each registration, but few trace points were collected on the soft tissue regions such as infraorbital regions and inferior orbital regions. It was suggested to collect trace points only on the boney structures, but there was still insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19 and d15 are applicable. The software (product ID: 9735737) version was updated to 1.3.2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.